Event description:
It was reported that the right atrial lead had a circumvential insulation break. The lead was repaired with a lead anchoring sleeve and medical adhesive. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 lead, implanted: (B)(6) 2004; d224trk ICD, implanted: (B)(6) 2011. (B)(4).